Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test date, implant date: estimated dates. (B)(4). Shannon d. Thomas, et al, interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis, journal of endovascular therapy , april 11,2019, doi: 10.1177/1526602819842851. The device was not returned for analysis. A review of the lot history record database review and similar incident query for this product was not performed as the part and lot numbers were not reported and the product was not returned for analysis. Potential factors for poor wall apposition include, but are not limited to, anatomical conditions, using an undersized stent or pre-dilatation strategy. The information was reported through a research article identifying the supera stent used in the treatment of juxta-anastomotic stenosis within arteriovenous fistula (avf)s. It should be noted that supera peripheral stent system instruction for use states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and / or proximal popliteal artery with reference vessel diameters of 4.0 to 6.5 mm, and lesion lengths up to 140 mm. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the supera stent used in the treatment of juxta-anastomotic stenosis within arteriovenous fistulas (avf)s. Reportedly, the supera stent occasionally did not completely appose the vein wall, particularly in developed avfs. There was no adverse patient effect and no treatment provided. Specific patient information is documented as unknown. Details are listed in the article, titled "interwoven nitinol stents to treat radiocephalic anastomotic arteriovenous fistula stenosis".